Manufacturer narrative:
The reported event of not possible to fully insert the lead into the device a-connector was not confirmed. Analysis performed indicated that test leads could be fully inserted into both atrial and ventricular connector ports. All connector port dimensions were normal. Lead insertion force tests were normal. No anomalies were found. The device had normal device characteristics. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to connect to the header of the pacemaker. The pacemaker was not used and replaced during procedure. There were no patient consequences.